Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient will be managed by their center. Additional details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient will reportedly proceed with revision surgery. Revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed slices silicone overmold on the top and bottom cover. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed some electrodes were broken within the electrode pocket. System lock was verified. The device passed the electrical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a decrease in performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.